Manufacturer narrative:
(B)(4). This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out and has a likely potential to be peritonitis. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. It was reported the patient was recovered from the event of infection (four days after diagnosis). Action taken with dianeal therapies was not reported. No additional information is available.